Event description:
It was reported that during a thoracotomy, when the reload was fired, it cut but no staples were laid. There was uncontrolled bleeding, but was managed when another device was opened to complete the case. The case was extended 15-30 minutes.